Event description:
Per the independent repair center, the customer alleged problem is the unit has no power. The key failure is the power switch has no power. As stated on the repair statement additional malfunction on this device: pilot valve is causing alarming.